Event description:
It was reported that the patient has second degree burns on the nose and the right cheek that were noticed the same day of fraxel treatment on the face. Reportedly, the zimmer cooling device hose was kinked and no cooling air reached the treatment tip or treated area.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.